Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl. Customer reported meter is no longer working. Troubleshooting was initiated and it was declined by the customer. It is unknown whether the customer used the pump within the 48 hours of the reported event or not and smart guard/auto mode status was also unknown. No further patient complications were reported. The device will not be returned for failure analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.